Manufacturer narrative:
.

Event description:
It was reported to philips that the device had a poor cable connection. (Note: philips was not informed which specific cable was alleged to have the poor connection.) There was no patient involvement.